Manufacturer narrative:
(B)(4). Batch # t5ew16. Investigation summary: the analysis found that one pcee45a device was returned with no apparent damage, with a gst45d cartridge reload loaded on the device. The cartridge reload was received fully fired. The manual override door was out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The device was disassembled to reset the bailout system and the switch actuator post was found to be broken with the switch actuator loose, which led to the device's inability to fire. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. No conclusion could be reached as to how the device become damaged. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device opened and closed without any difficulties noted.

Event description:
It was reported by the sales rep that during a laparoscopic lobectomy, the device was fired as soon as the jaws closed with grasping the closing lever. The device was used on the lung. The surgeon commented that he did not release the red firing trigger lock and did not pull the firing trigger. The manual override lever was used to release the device. After that, it was found that the target tissue was cut properly, and the deployed staples were formed as intended. No problem was observed at a leak test. Another competitive device was used to complete the case. There were no adverse consequences to the patient. The devices were used for hbv positive patient. No further information is available.